Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and post spinal cord injury. It was reported that a motor stall occurred. Per the reporter it occurred ¿over the weekend¿. The patient started having withdrawals and were becoming severe. The patient was sweating, having severe tone and spasticity even while being on the oral medications that were given to the patient. This was a gradual change in therapy/symptoms. The patient was currently on 30mg of oral baclofen since the weekend. The physician also wrote a prescription for valium because of the baclofen. Per the reporter the physician wanted to do a consult on (B)(6) 2017 instead of just replacing the pump even though the physician had implanted the patient¿s pumps previously. The reporter did not see why they would need a consult when the patient was on the same medications. The reporter requested physician¿s listings. No further patient complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on 2017-oct-23. It was reported that the motor stall was detected at a refill, and the pump was replaced on (B)(6) 2017. Pump logs were received, and indicated that the motor stall occurred on (B)(6) 2017 at 14:27. On (B)(6) 2017, a "stopped pump period may exceed tube set" message occurred at 11:45, and on (B)(6) 2017, a motor stall recovery occurred at 08:04. The pump logs dated back to (B)(6) 2017 with no other anomalies, and as of the interrogation on (B)(6) 2017, the elective replacement indicator (eri) was noted to have been 12 months. It was further specified that the pump was delivering lioresal (2000mcg/ml at 876.2mcg/day) at the time of the event. The issue was considered resolved and the patient's status was alive - no injury. It was unknown if any diagnostics or troubleshooting were performed.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Evaluation (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2017-nov-06. It was reported that the patient was using gablofen (note: this conflicts with the previous report that the pump was infusing lioresal). It was indicated that the sweating and motor stall were associated with the date (B)(6) 2017, but it was not specified what occurred on that date. It was noted that baclofen was not discontinued in response to the adverse events, and the patient was not hospitalized/an ongoing hospitalization was not prolonged subsequent to the event. The patient reportedly had a history of a traumatic brain injury (tbi) with spastic quadriplegia.

Manufacturer narrative:
Pump analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Result codes updated. Conclusion code updated. If information is provided in the future, a supplemental report will be issued.